Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number: 3006705815-2024-07116), it was noted that one lead was full of high impedances. As a result, the lead was replaced during the same surgical procedure on (B)(6) 2024. Therapy was restored post op. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000073389.